Manufacturer narrative:
Pending evaluation. Concomitant devices: logic tibia traptray cem sz 2f/1t (cat# 02-012-41-2010 / sn# (B)(4)), logic tibia ps mod insrt sz 2 9mm (cat# 02-012-35-2009 / sn# (B)(4)), three peg patella 29mm (cat# 200-02-29 / sn# (B)(4)).

Event description:
As reported, approximately eighty-nine months post tka implantation the patient had a revision due to right failed total knee replacement, loosening.

Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported was likely the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening. However, this cannot be confirmed because the components were not available for evaluation. Section (d10) concomitant devices: logic tibia traptray cem sz 2f/1t (cat# 02-012-41-2010 / sn#: (B)(6)). Logic tibia ps mod insrt sz 2 9mm (cat# 02-012-35-2009 / sn#: (B)(6)). Three peg patella 29mm (cat# 200-02-29 / sn#: (B)(6)).